Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, and r-wave amplitude variation. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted, and helix extension length was measured within specification. The reported events of inadequate capture and r-wave amplitude variation were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that increased capture threshold and r wave amplitude variation was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.